Event description:
It was reported by service report that the brakes are not holding sufficiently and the siderail can become unlatched unintentionally. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release latch, brake adjuster.